Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Caller states the patient reported their stimulator is "not connected" and there have been no changes or updates since 2018.  Caller did not have any further information on what the patient meant by it not being connected. Technical services provided the number for patient services (ps) and advised them to have the patient call or contact their device rep. No symptoms were reported.  Pt called back and said they had not had the ins on for 3.5 to 4 years because when they were driving their vehicle the implantable neurostimulator (ins) ins stimulation went from a setting of 1 to a 10; the pt had to stop driving and turn it off. The pt tried to meet with a manufacturing representative (rep) about this but no one had contacted them back. The pt was now needing to get an MRI and the facility said they had to meet with the manufacturer about this to get it charged up. The pt did not understand since they have had an MRI and CT scan since it was not working with no issues. Agent reviewed MRI guidelines. Pt charged the controller yesterday and pt refused to have ps agent walked pt through charging the ins since they did not want the ins on. Pt noted they were going to have their ins battery ripped out. Pt noted they might call back for assistance on charging the ins back up.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that the cause was unknown. The patient stated that the 'stimulator' was in its case inside of their purse. As the patient returned back home to their driveway, it went from 1 to 10. The patient stated that they were not able to do anything as their body was in shock. Where the patient was trying to get to their purse and turn the device off. The patient stated that the device has been off for more than 3 years. It was reported that the issue has not been resolved. They are waiting to get an MRI, plus they need to have it replaced.